Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission showed a suspected fracture of the right ventricular (rv) lead. The lead was reported to have noise. The patient was noted to have received anti-tachycardia pacing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.